Event description:
On 09/09/1998, the facility's risk manager informed the MFR's rep of the following: the device was inserted approx three (3) years age. The device catheter tip sheared off and was retrieved from the pt's lung. The retrieved catheter tip was sent to the facility's pathology lab and they discarded it. The device body and remainder of attached catheter remain implanted. The facility's risk manager stated that she would fax the MFR's rep a copy of the medwatch report she was preparing when it was completed; however, the MFR has not rec'd the copy to date. During the discussion the facility's risk manager request the MFR's rep to fax her a copy of articles exclusive to " pinch-off sign" and catheter fracture (faxed to the risk manager on 09/09/1998). The MFR.'s rep explained to the facility's risk manager that since the catheter tip has been discarded, the device with the remainder of attached catheter remain implanted and a lot number was not provided for the device in question, the MFR's investigation of this event would be limited to a trend analysis. No further details were provided at this time.